Manufacturer narrative:
H10 manufacturer narrative: h3, h6: siemens healthcare investigated the reported issue in detail. As previously reported, the collimator fell off the tube during transport of the system. No patient or operator was injured. The collimator is held in place by four (4) screws. Further information was provided that one (1) of these screws was broken with part of the screw remaining in the thread. The other three (3) screws were not tightened. According to the service engineer, no service actions had been performed on the single tank and the collimator prior to the incident. Also, no spare parts related to the problem description were consumed for this system prior to the incident. No problems were communicated during the maintenance activities in march 2022. The investigation showed that the issue was caused by a defective single tank. Therefore, the following parts have been returned for further investigation: - single tank with material number 7742450 - collimator flange with material number 10023140 (normally already mounted on a single tank, only needs to be replaced separately in case of any defects on the flange) - collimator with material number 7742294 (fixed to the flange) the spare part consumption of the returned parts was checked. No general problem was found. A detailed analysis of the affected parts was performed by the supplier. It was identified that the one (1) screw could have been broken due to the fixation with the loctite being too strong causing the screw to break during removal. Another cause for the break could occur if a single screw must hold the complete weight of the single tank. Although traces of loctite were also found on the other threes screws, it could not be determined why they had loosened. In general, it is stated in the service instruction to re-apply loctite to the screws when the flange is replaced (see replacement of parts, page 138 (spr8-230.841.30.26)). Otherwise, no service activities are required for these screws. Based on the analysis of the affected parts, the system had been operated under poor conditions for some time. As a result, the gap between the collimator and the single tank could increase over time until the one (1) screw holding the collimator finally broke. It is stated in the operator manual that the customer should perform daily checks on the system (spr8-230g.621.01.09.02, page 95). With these checks it is possible for the operator to detect loose parts or screws of the collimator/single tank and to call the service before the part falls off completely. The collimator flange is no longer available in the spare parts catalogue to prevent service work on the fixation screws. The general problem of loose collimators and collimator cover screws is further tracked by the product experts who will decide about further measures. The issue was solved on site with replacement of the collimator flange (material number 10023140) including screw sealant loctite 243 (material number 5507038). The examined complaint parts will be archived and not returned to the customer. Therefore, the single tank (material number 7742450) and collimator (material number 7742294) must also be replaced on site to further use the system. The root cause of the issue could not be definitively determined. Only hardware-related problem (broken and loose screws) could be confirmed. The complaint has been closed with this statement.

Event description:
During transportation of the mobilett xp hybrid system, the collimator fell off the tube. No injury occurred due to this event.

Manufacturer narrative:
Initial reporter¿s phone number is: (B)(6). Manufacturers preliminary analysis: the cause for the issue has not yet been determined. The investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.